Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.